Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179043011, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(4)2015, product type: catheter. (B)(4).

Event description:
The pump was being replaced due to normal battery longevity. When the physician removed the pump from the pocket, he accidently cut the catheter. The pump segment of catheter was revised. After the revision, the physician was unable to aspirate any fluid from the catheter. The physician was attempting to aspirate from the catheter connector. Accessing the cap (catheter access port) was discussed; if unsuccessful they would evaluate further. The pump was replaced and a priming bolus of the internal pump tubing plus 66cm for the new pump segment of catheter was completed prior to connecting to the non-aspirated portion of the catheter. The patient had no symptoms related to the event. The device system was delivering baclofen.